Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer's mother stated that the insulin pump had partial display issues. Troubleshooting was performed for damage. Customer's mother stated that the insulin pump was bumped and that there is a line thru the screen. Customer's mother also reported that the part of the screen cannot be seen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The received with cracked and bleeding lcd due to physical damage to the lcd glass. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the cracked and bleeding lcd glass. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.